Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the cartridge and deliver a bolus, and after assistance from technical support, successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.